Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4, e1: additional information provided. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screwdriver was being used through the tfna guide.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.028. Lot: l275389. Manufacturing site: hägendorf. Release to warehouse date: 22. March 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. A product investigation was conducted. Upon visual inspection, it was observed that the flexible screwdriver was broken at the linkage between the fixed, metal shaft articulating with the handle of the screwdriver and the most proximal shaft section. Surface wear was noted along the distal tip of the screwdriver consistent with the usage of the device. Very little surface wear was noted on the portion of the screwdriver shaft consisting of linked sections. The received condition was determined to agree with the complaint description. No definitive root cause could be determined as of yet. Dimensional inspection: due to post-manufacturing damage, dimensional inspection could not be conducted. Document/specification review: during the document/specification review the relevant drawings, reflecting the current and manufactured revision, were reviewed. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Investigation conclusion: investigation conclusion: the 5mm hex flexible screwdriver was observed to the broken, and as such, the complaint is confirmed. No new product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon the investigation findings, no additional corrective and/or preventative action is proposed as the complaint condition was deduced to be due to packaging distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date. A hexagonal flexible screwdriver broke from the proximal femoral nailing system (tfna) set while being used in a hip fracture case. There was no surgical delay and no fragments were generated. The procedure was successfully completed. There was no patient consequence. Concomitant medical products: unknown tfna guide (part #: unknown, lot #: unknown, quantity #: unknown). This report is for one (1) (B)(4). This is report 1 of 1 for 5mm hex flexible screwdriver.